Event description:
"About 20 min into a chemotherapy infusion the clave secondary port was found to be depressed, and the infusion would not run. The pump stated, 'proximal occlusion'. Patient lost about 13 ml of active drug. Nurse risked chemo exposure as the tubing was replaced. Delay in patient care. Md notified that the patient lost 37.4mg or 5% of the drug."